Manufacturer narrative:
In compliance with 21cfr part 820.198 - quality system regulations and natus quality management system, we initiated the investigation of the event. Issue confirmed. Following 21cfr part 806, natus determined that field corrective action is requried. The fca is in progress to advise users to stop using the device if they observe the burning smell.

Event description:
The device had a burning smell and very hot to touch. No pateint/user injury.